Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred, and the pump subsequently shut off unexpectedly. Customer's blood glucose level was 580 mg/dl, with trace ketones. Reportedly, the customer delivered a correction bolus to address bg level. The customer connected the pump to a power source to charge, but the pump did not turn on. Reportedly the customer reverted to manual injections for insulin therapy.